Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and motor error alarm. The customer¿s blood glucose level was 441 mg/dl. The customer was treated with syringe. Customer did not report any symptoms related to high blood glucose. The customer was able to clear the alarm but was unable to rewind the insulin pump. The drive support cap was normal. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime or a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.